Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced ventricular fibrillation (vf). A device interrogation revealed that the vf was being undersensed, which resulted in delayed detection and four shocks. It was noted that external defibrillation was required. The device remains in service. No adverse patient effects were reported.